Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refn0450 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via medwatch "this is the 3rd wire fracture we've had in 2 months - also the only 3 I have even heard of in my 10 years as a PICC nurse. PICC line nurse notified representative." The other two wires were addressed in FDA report numbers 3006260740-2021-02272 and 3006260740-2021-02273.